Manufacturer narrative:
(B)(4). H10: g7 neutral e1 liner 36mm f. Item: 010000858. Lot: 6540483. G7 screw 6.5mm x 30mm. Item: 010000999. Lot: 6630191. G7 screw 6.5mm x 30mm. Item: 010000999. Lot: 6514781. G7 bonemaster ltd acet shl 54f. Item: 010000704. Lot: 6697800. Allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter core store in cool dry place. Item: 00801102020. Lot: 64545191. G2: foreign ¿ australia . H6: suggested component code: mechanical (g04) - stem. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 6 years post implantation due to a periprosthetic fracture. It was confirmed that no further information could be provided.